Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor's response buttons were damaged. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) has been confirmed. Upon evaluation, the front response button cover was missing and the metal dome was damaged causing the response button to be intermittent in function. The root cause for the intermittent response button cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the intermittent response button cable. The patient received a replacement monitor.